Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign material was present inside the nozzle, on the distal end cover, on the objective lens, and the light guide lens. The foreign matter was unable to be identified. There were no signs of deformation or damage to the scope and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had leakage from the operation part. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object was in the nozzle. Additionally, foreign matter was observed on the plastic distal end cover, objective lens, and light guide lens, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. Upon further inspection, it was observed that a foreign object was clogging the nozzle. Due to this clog, the draining function was reduced. Also, foreign matter was found on the plastic distal end cover, objective lens, and light guide lens. These findings were due to insufficient cleaning of the scope or handling problem. Additionally, the insertion tube was discolored due to insufficient cleaning or handling. It was observed that the bending angle was insufficient due to the elongation of the angle wire. Also, the play of the angle knob is out of the normal state due to the elongation of the angle wire. It was also observed that there were wrinkles in the insertion tube due to external factors. It was observed that the watertightness was not maintained due to holes in the universal cord caused by external factors. It was also observed that the image was cloudy. It was observed that the air and water supply cylinders were corroded due to handling. It was also observed that the suction cylinder was scraped due to external factors. It was observed that the forceps plug cap was scraped off due to external factors. It was also observed that the electrical connector had water coverage. It was observed that the electrical connector was corroded due to handling. It was also observed that the scope connector was corroded due to handling. Lastly, scratches were observed on the following unit components due to external factors: insertion tube, operational part, operation unit cover, right and left knob, the grip, universal cord, scope connector, scope connector cover, right-left angle fixing knob, switch 4 and on the scope connector side of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.